Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment and is experiencing high bg found on (B)(6) 2022. Unit passed displacement test, rewind test, prime/ seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. Pump was cut open to perform visual inspection and found¿moisture damage¿on the electronic assembly. No moisture found on motor or force sensor. Motor was tested outside of the device and passed. Force sensor zero offset within specification (23.5 mv). The following were noted during visual inspection: cracked retainer, cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked select button keypad overlay, scratched case, pillowing keypad overlay, and corroded battery tube. Pump passed functional testing. Unable to confirm high bg. Cosmetic damage was confirmed at case behind the pump at the battery compartment and battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack started from the battery compartment and goes until half way one and half inch long. No harm requiring medical intervention was reported. Customer experienced high blood glucose with blood glucose value 16 mmol/l. Customer treated high blood glucose with bolus. Troubleshooting was performed. The insulin pump was returned for analysis.